Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the power entry module (pem) ground and door post. Resistance went from 0.123 to 0.007 ohms when the screw was completely tightened. The loose door post caused a poor connection between the pem ground and door post resulting in the ground bond failure. An internal/external inspection was performed with no problems found. The assignable cause for ground bond test failure was determined to be caused by a loose door post set screw. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. No patient injury or medical intervention was reported.